Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic trauma procedure, while closing the skin, the reload detached from handle. Surgeon used another skin stapler to resolve the issue. No patient injury.